Manufacturer narrative:
The customer's complaint of the jaws not being "controlled" was confirmed during the evaluation. The fractured hub will not allow the jaws to open or close with the use of the finger loop. Hub fractures can occur when the device jaws are subjected to excessive sideways or twisting forces during use.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that fse got a call from their sales representative that physicians cannot controlled jaws movement during procedures. Physicians could not control jaws via grip handle anymore. As the instrument was still inside the patient, physicians decided to withdraw the instrument then continue operation by using another one. For the case result, instrument was safely withdrawn and has no injury or foreign object remains.